Manufacturer narrative:
Concomitant medical products: right ventricular (rv) lead this information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 55 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: continuous hemodynamic monitoring in patients with mild to moderate heart failure: results of the reducing decompensation events utilizing intracardiac pressures in patients with chronic heart failure (reducehf) trial. Congestive heart fail. 2011;17(5):248-254. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was a patient death referenced which happened during the defibrillation testing. The article also indicated that there were ¿system-related complications,¿ ¿unsuccessful¿ implant attempts caused by incorrect device settings, venous access inability, undefined ¿medical complications,¿ hypovolemia events, and it was not possible to calibrate the pressure sensor. The status/location of the device is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.